Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing causing pacing inhibition on the right atrial (ra) lead. The physician elected to explant and replace the (ra) lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of noise and loss of capture were confirmed. As received, a partial lead (distal portion) was returned in one piece. Insulation was found damaged at 34.0 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.